Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had squirts the insulin out of the infusion set when priming and insulin pump not alarming when out of insulin. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had unexplained no delivery alerts not due to site, lost settings due to bad battery and insulin pump still alarm when battery was low. The insulin pump will not be returned for analysis.